Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). When the customer opened the package, the package could not open smoothly since the sterilized pouch was not sealed properly. Therefore, the product was contaminated.

Manufacturer narrative:
Investigation: the investigation was carried out by the responsible quality coordinator of the production department. The concerned scaling has been made in accordance to specification. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rational: the root cause of the issue is most likely related to an incorrect handling during the opening of the packaging. No CAPA is necessary.